Event description:
Patient was in labor, had received an epidural and had little or no control of legs. Feet were in stirrups and was pushing. The stirrup gave way. Husband (who was at the patient's side) caught her leg and prevented injury. Upon investigation, it was identified that the bracket on the back of the foot pedal was bowing out and pulling away. Appeared to be a defect in the soldering attaching the bracket to the foot pedal. When other beds were examined, 4 other foot rests were found to have the same problem.